Manufacturer narrative:
Spacelabs¿ field service engineer completed an onsite investigation of the xtr enhanced telemetry receiver and the logs were evaluated by spacelabs¿ product support specialist. Investigative findings verified the issue and performed a controlled reset of the xtr enhanced telemetry receiver. The field service engineer confirmed functionality of the device within specifications. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report on (B)(6) 2018 of a loss of monitoring on five telemetry patients for more than twenty minutes due to a significant amount of squelch with the xtr enhanced telemetry system. No injury was reported with this event.